Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2007 - patient underwent a procedure for acute small bowel obstruction secondary to adhesions. On (B)(6) 2008 - open repair of a recurrent incarcerated incisional hernia. During this procedure a composix kugel hernia patch was placed. On (B)(6) 2014 - colonoscopy to remove dysplastic polyps. On (B)(6) 2014 - pt was diagnosed with recurrent incarcerated incisional hernia with obstruction, acute cholecystitis and intestinal adhesions. He underwent exploratory laparotomy with enterolysis, open cholecystectomy, repair of recurrent incisional hernia with explant of composix kugel hernia patch and right and left complete component release. On (B)(6) 2014 thru (B)(6) 2015 - pt underwent multiple abdominal washout procedures and wound vac dressing changes to treat a nonhealing surgical wound and enterocutaneous fistula. On (B)(6) /2015 - repair of enterocutaneous fistula with small bowel resection. Ivsis of adhesions and scar revision.

Manufacturer narrative:
Addendum to the initial report. Based on the explanting surgeon's september 2015 affidavit, it was reported that composix kugel patch ring was fractured and broken. The medical records provided for the explant procedure performed in (B)(6) 2014 make no mention of any type of ring break when the device was originally explanted, the medical records do mention that an incision was made through the old "kugel" mesh prior to explant of the mesh. With the information provided no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the explant surgeon's affidavit. On (B)(6) 2014 - based on the explanting surgeon's affidavit, the patient underwent an exploratory laparotomy, excision of abdominal wall mesh and repair of recurrent incisional hernia with non-bard/davol biological mesh. The surgeon alleges "the memory recoil ring in the composix kugel patch which was explanted from the patient on (B)(6) 2014 was fractured and this break was a contributing cause of the injuries suffered by the patient."

Manufacturer narrative:
Based on a medical record review, this is a pt with a complicated medical history significant for bowel obstruction, adhesions, diabetes, hypertensive vascular disease, afib. He has had multiple surgeries in the past to include a gunshot wound to the abdomen requiring a colostomy. Recurrence, fistula and adhesions are all identified in the adverse reaction section of the IFU as possible complications. Without a lot number a review of the manufacturing records is not possible. Due to the pts complication medical history, which existed prior to the implant of the mesh, there is no way to determine to what degree if any, the patch may have caused or contributed to the problems experienced by the pt post implant. If additional info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.